Event description:
Ous MDR - after an implantation period of about 33 months oversensing with inappopriate therapies was reported. A possible lead fracture was suspected. No other adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 13 cm distal to the is-1 connector pin. The two received lead segments were inspected in detail. The analysis revealed abrasion marks at several positions of the lead segments. In particular, the insulation was found damaged as a result of wear in the distal area of the lead. This damage can be considered to be the root cause of the clinical event. Based on the characteristics of this damage, it is reasonable to assume that the lead was subjected to an excessive mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection showed explantation damages i.e. The rv and svc shock coils were found deformed. The analysis did not reveal any sign of a material or manufacturing problem.